Manufacturer narrative:
The last calibration performed on (B)(6) 2024 and was successful with no alarms, but the second calibrator level signal was lower than the previous history. The customer re-calibrated after the event occurred and the second level calibrator signal matched previous history. Quality controls were within range before and after the event. The field service engineer determined the issue was related to the shift in calibrator signals and was resolved after the customer re-calibrated the assay. The investigation determined the customer's action of recalibration resolved the issue.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The field service engineer proactively replaced the measuring cell and tubing. Preventive maintenance was performed on the analyzer. The photomultiplier tube and blank cell calibrations were performed. Performance testing passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys ca 125 ii assay on a cobas e411 rack. The initial values were reported outside of the laboratory and questioned by a physician as they were higher than expected. The samples were repeated and these values were deemed correct. The first sample initially resulted in a ca 125 value of 974.9 u/ml and it repeated as 676.2 u/ml. The second sample initially resulted in a ca 125 value of 22259 u/ml and it repeated as 12714 u/ml.